Manufacturer narrative:
The reported product has been requested for return for further investigation. A follow-up report will be filed once the additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Initial MDR inadvertently omitted the answer to: outcomes attributed to ae. The correct answer is: required intervention. (PMA/510(k)#) was incorrectly documented in the initial MDR 30 day report.

Event description:
Customer reported the test would not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported she had not been taking any insulin due to the meter not working, since she couldn¿t get a reading. She further reported that on (B)(6) 2017 she was on her way to a doctor¿s appointment when she began to experience symptoms of a bad headache and a fast-beating heart. Upon arrival at the hospital, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin in addition to receiving two bags of unspecified intravenous fluids. Customer also noted there was an adjustment made to her insulin regime. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product has been requested for return for further investigation. A follow-up report will be filed once the additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the test would not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported she had not been taking any insulin due to the meter not working, since she couldn¿t get a reading. She further reported that on (B)(6) 2017 she was on her way to a doctor¿s appointment when she began to experience symptoms of a bad headache and a fast-beating heart. Upon arrival at the hospital, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin in addition to receiving two bags of unspecified intravenous fluids. Customer also noted there was an adjustment made to her insulin regime. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. Dhrs (device history review) for all freestyle strips within expiration at the time of complaint was reviewed and the DHR review showed that there were no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and freestyle test strips and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tripped trend review was performed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend review was required due to low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the test would not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported she had not been taking any insulin due to the meter not working, since she couldn¿t get a reading. She further reported that on 2017 she was on her way to a doctor¿s appointment when she began to experience symptoms of a bad headache and a fast-beating heart. Upon arrival at the hospital, customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin in addition to receiving two bags of unspecified intravenous fluids. Customer also noted there was an adjustment made to her insulin regime. No additional treatment was reported. There was no report of death or permanent injury associated with this event.